Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -16.5 diopter, into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2020 with a same size, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) statement in initial MDR is not applicable. Should have been reported in previous MDR for dimensional/ functional investigation conclusion. Additional information: work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).